Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 for a non-diabetes issue. The customer had low blood pressure and fainted. However, their blood glucose at the time of their admission was 231 mg/dl. The customer's blood glucose was sporadic during their hospitalization. The medical staff were trying to change their basal rates to better control the customer's blood glucose. Troubleshooting did not occur. It is unknown if the auto mode feature was active and automatically delivering insulin during the incident. The insulin pump was not returned for analysis.